Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental will be submitted.

Event description:
Edwards received notification from a field clinical specialist that when valve exited the sheath, it was noticed that the strut on the valve was damaged. The vessel was noted to be heavily calcified. The system was removed with the esheath as a unit. There was damage to the sheath tip observed. A new system and valve were prepared and there was no injury to the patient. Per follow up with the fcs, there was some resistance noted when inserting the valve/delivery system into the sheath. A shockwave was used prior to esheath insertion on this patient. There was also withdrawal difficulty when the valve was pulled back into sheath.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:   two (2) bent struts on inflow side of the valve;  inflow side of valve appears flared (inflow appears larger than the outflow); severe calcification in patient¿s access vessel; mld = 2.6mm (right access vessel), 3.7mm (left access vessel). Due to the unavailability of the device, presence of a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed from the evaluation of the provided imagery.  A review of the DHR, and lot history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿when valve exited the sheath, it was noticed that the strut on the valve was damaged.¿ it was also reported that ¿it was noted that there was some resistance noted when inserting the valve/delivery system into the sheath.¿ per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ these potential patient and procedural factors alone or in combination can cause resistance during delivery system insertion/advancement through the esheath, which leads to use of high push force or excessive device manipulation to overcome to felt resistance during the procedure. As stated in case note, patient¿s access vessel was heavily calcified, and as noted in 3mensio report, vessel diameter in some areas of the access vessel was less than 5.5mm (recommended minimum vessel size for 26mm valve). The presence of calcification and a smaller vessel diameter can create a challenging pathway during the delivery system insertion through the sheath. As captured in a product risk assessment and corrective/preventative action, it has been identified that high push force of commander delivery system with s3 ultra valve through esheath cause secondary failures such as valve frame damage. In this case, it is possible that the device was excessively manipulated to advance the delivery system to overcome the felt resistance caused by the noted patient factors, which resulted in frame damage. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (calcification/narrow access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.  However, per management discretion, a product risk assessment has been previously initiated to assess the risks associated with valve frame damage as a result of high push force of the commander delivery system with s3u through the esheath. A corrective/preventative has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.